Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 6 rounds of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to atrial flutter with rapid ventricular response (rvr). Technical services (ts) discussed that the atp was delivered due to one functional under sensed beat with varying signal amplitude. The right atrial (ra) channel sensitivity was decreased and further programming options were discussed. This crtd remains in service. No adverse patient effects were reported.